Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of silicone migration was received on march 11, 2025 with lot number 2658467. Based on the device analysis grid, the assessments of the complaint are: silicone migration: not observed. As per the investigation procedure observed, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture. The device was confirmed to be intact. It as noted "axilla demonstrate echogenic nodules likely extravasated silicone lymph nodes", which is conservatively being captured as silicone migration. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b6, d6b, h6

Event description:
Healthcare professional later reported no rupture, confirmed via CT and ultrasound, with no complaint against the device. This record is for left side. Device has been explanted. This record will be unreported.

Event description:
Healthcare professional reported a left side rupture. The device was confirmed to be intact. It as noted "axilla demonstrate echogenic nodules likely extravasated silicone lymph nodes", which is conservatively being captured as silicone migration. The device has been explanted.